Manufacturer narrative:
(B)(4) the review of the manufacturing paperwork verified that the lot met all pre-release specifications. (B)(4). The gore® dryseal sheath with hydrophilic coating instructions for use (IFU) clearly states, do not attempt to advance or withdraw guidewire, catheter, or other device through the introducer sheath or dilator if resistance is felt. Use fluoroscopy to determine the cause. Continued advancement or retraction against resistance may result in major bleeding, vessel damage, serious injury to the patient, or damage to/breakage of the guidewire, catheter, or other device.

Event description:
On (B)(6) 2017, the patient underwent thoracic endovascular aortic repair using conformable gore® tag® thoracic endoprostheses. It was reported a 24-fr gore® dryseal sheath with hydrophilic coating (dsl2428j/13557336) was inserted via the right femoral artery and the conformable gore® tag® thoracic components were implanted. It was reported during withdrawal of the 24-fr sheath, vessel damage from the bifurcation of right internal iliac artery to right external iliac artery was identified. It was reported that strong resistance was met during both insertion and removal of the 24-fr sheath. Consequently the vessel was reportedly completely separated. It was also reported right external iliac artery seemed to have partially calcification and the diameter of right external iliac artery was 8.4mm although the outer diameter of the 24-fr sheath is 9.1 mm. A contralateral leg component (plc121000j/16540703) was placed to treat the vessel damage using the 24-fr sheath. However, blood pressure was still reportedly unstable. Therefore, abdominal surgery was performed. During the surgery, it was reportedly identified that the vessel was completely separated just above the bifurcation of right internal iliac artery and the unfixed right external iliac artery entangled with the 24-fr sheath. It was reported, that is the suspected reason why the placement of the contralateral leg component (plc121000j/16540703) could not resolve the unstable blood pressure. A flap/dissection was reportedly observed around the bifurcation area of right internal iliac artery and it seemed the dissection extended to internal iliac artery itself. It was reported a blood transfusion was performed (both the amount of bleeding and transfusion unknown). An artificial blood vessel (10 mm x 15 cm) was reportedly used for revascularization of right external iliac artery. A metallic stent (10 mm x 4 cm smart stent) was reportedly placed at the bifurcation of right internal iliac artery to right external iliac artery and the artificial blood vessel to secure the flap. This was reportedly done as it was noted the flap disturbed blood flow to right external iliac artery and the artificial blood vessel. The patient tolerated the procedure.